Event description:
The incident itself occurred on (B)(6) 2017 at around noon. The end-user was taking a shower, and decided to use the shower chair at issue, which had been purchased about a month and a half earlier for use by his wife. While sitting in the chair in the shower, he bent down to pick up the bar of soap that had fallen on the floor in front of him and to his right. The chair then tilted and slid out from underneath him, causing him to fall and fracture 3 ribs. He was admitted to the hospital for 3 days due to the pain he was in, and the difficulty he had breathing, and even upon discharge, he remained limited in what he could do due to the pain and related problems caused by the fall. From pictures received regarding this event, the right front and rear legs are bent outward on the device.